Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid') and kidney infection ('infection(other)-describe: kidney infection') in a 32-year-old female patient who had essure (batch no. Cs000w5) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)". The patient's medical history included overweight, night sweats, hot flashes, breast tenderness, upset stomach, pap smear abnormal, mood change, anxiety disorder, menopausal disorder, hypothyroidism, chickenpox and thyroid disorder. Previously administered products included for an unreported indication: mirena. Concurrent conditions included abdominal pain, flank pain, frequency urinary, urinary urgency, dysuria, chills, nausea, general malaise, lumbar pain, hematuria, polycystic ovary, weakness, bladder discomfort, decreased appetite, nausea, constipation prophylaxis, cervix inflammation and blood in urine. Family history included kidney stones (kidney stones (mother)) and pyelonephritis (pyelonephritis (mother)). Concomitant products included cefadroxil (kelfex) and ceftriaxone. In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced kidney infection (seriousness criterion medically significant), pain in extremity ("pain leg pain"), fatigue ("fatigue"), asthenia ("loss of energy"), alopecia ("hair loss"), cervicitis ("infection(other)-describe: cervicitis"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain") and helicobacter gastritis ("infection (other)describe:h. Pylori bacteria infection"). On (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia dyspareunia (painful sexual intercourse)"), anxiety ("psychological or psychiatric problems: anxiety, anxiety attack"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) multiple urinary infection/ multiple urinary tract infections") and cough ("other injury(ies) or complication (s) please describe: constant cough, constant cough"). In (B)(6) 2016, the patient experienced constipation ("gastrointestinal or digestive system condition type: chronic constipation"). On (B)(6) 2017, the patient experienced skin discolouration ("dark spots on skin") and was found to have weight increased ("weight gain") and vitamin d decreased ("low vitamin d"). On (B)(6) 2018, the patient experienced poor dental condition ("dental problems-poor dental health, cavities, swollen gum"), dental caries ("dental problems-poor dental health, cavities, swollen gum") and gingival swelling ("dental problems-poor dental health, cavities, swollen gum"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), amenorrhoea ("periods were off track"), cystitis ("bladder infection"), feeling abnormal ("felt like I was drowning"), pelvic pain ("pain: pelvic") and abdominal pain ("pain: abdominal") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with antibiotics, diclofenac diethylamine (anti inflammatory), paracetamol (tylenol), vitamin d nos (vitamin d) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic inflammatory disease, kidney infection, gingival swelling, cervicitis, abdominal pain lower and helicobacter gastritis outcome was unknown and the female sexual dysfunction, pain in extremity, poor dental condition, dental caries, dysmenorrhoea, dyspareunia, fatigue, asthenia, constipation, alopecia, skin discolouration, weight increased, vitamin d decreased, amenorrhoea, back pain, anxiety, urinary tract infection, cough, cystitis, feeling abnormal, pelvic pain, abdominal pain and hormone level abnormal had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, amenorrhoea, anxiety, asthenia, back pain, cervicitis, constipation, cough, cystitis, dental caries, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, gingival swelling, helicobacter gastritis, hormone level abnormal, kidney infection, pain in extremity, pelvic inflammatory disease, pelvic pain, poor dental condition, skin discolouration, urinary tract infection, vitamin d decreased and weight increased to be related to essure. The reporter commented: discrepancy- date(s) of insertion: (B)(6) 2016; (B)(6) 2016. Plaintiff received treatment for pain, bladder/urinary problem,other injuries/symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: results: unilateral occlusion (right tube occluded). Both tests showed that the left side failed to close and I would need additional birth control. As per mr. Impression: the left fallopian tube is not completely occluded.; in (B)(6) 2016: results: unilateral occlusion (right tube occluded). Pregnancy test urine - on (B)(6) 2016: result-negative. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: cervicits, constipation, fatigue, dyspareunia and the following one was described in patients medical record: pid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporter's information was added. Added event pelvic/ abdominal,hormonal changes. Updated outcome of events pelvic/ abdominal,back, dyspareunia (painful sexual intercourse), hormonal changes, gi conditions, dental problems. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid') and kidney infection ('infection(other)-describe: kidney infection') in a 32-year-old female patient who had essure (batch no. Cs000w5) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)". The patient's medical history included overweight, night sweats, hot flashes, breast tenderness, upset stomach, pap smear abnormal, mood change, anxiety disorder, menopausal disorder, hypothyroidism, chickenpox and thyroid disorder. Previously administered products included for an unreported indication: mirena. Concurrent conditions included abdominal pain, flank pain, frequency urinary, urinary urgency, dysuria, chills, nausea, general malaise, lumbar pain, hematuria, polycystic ovary, weakness, bladder discomfort, decreased appetite, nausea, constipation prophylaxis, cervix inflammation and blood in urine. Family history included kidney stones (kidney stones (mother)) and pyelonephritis (pyelonephritis (mother)). Concomitant products included cefadroxil (kelfex) and ceftriaxone. In february 2016, the patient had essure inserted. In february 2016, the patient experienced kidney infection (seriousness criterion medically significant), pain in extremity ("pain leg pain"), fatigue ("fatigue"), asthenia ("loss of energy"), alopecia ("hair loss"), cervicitis ("infection(other)-describe: cervicitis"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain") and helicobacter gastritis ("infection (other)describe:h. Pylori bacteria infection"). On (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia dyspareunia (painful sexual intercourse)"), anxiety ("psychological or psychiatric problems: anxiety, anxiety attack"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) multiple urinary infection") and cough ("other injury(ies) or complication (s) please describe: constant cough"). In april 2016, the patient experienced constipation ("gastrointestinal or digestive system condition type: chronic constipation"). On (B)(6) 2017, the patient experienced skin discolouration ("dark spots on skin") and was found to have weight increased ("weight gain") and vitamin d decreased ("low vitamin d"). On (B)(6) 2018, the patient experienced poor dental condition ("dental problems-poor dental health, cavities, swollen gum"), dental caries ("dental problems-poor dental health, cavities, swollen gum") and gingival swelling ("dental problems-poor dental health, cavities, swollen gum"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), amenorrhoea ("periods were off track"), cystitis ("bladder infection") and feeling abnormal ("felt like I was drowning"). The patient was treated with antibiotics, diclofenac diethylamine (anti inflammatory), paracetamol (tylenol), vitamin d nos (vitamin d) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic inflammatory disease, kidney infection, female sexual dysfunction, poor dental condition, dental caries, gingival swelling, dyspareunia, constipation, cervicitis, abdominal pain lower, back pain and helicobacter gastritis outcome was unknown and the pain in extremity, dysmenorrhoea, fatigue, asthenia, alopecia, skin discolouration, weight increased, vitamin d decreased, amenorrhoea, anxiety, urinary tract infection, cough, cystitis and feeling abnormal had resolved. The reporter considered abdominal pain lower, alopecia, amenorrhoea, anxiety, asthenia, back pain, cervicitis, constipation, cough, cystitis, dental caries, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, gingival swelling, helicobacter gastritis, kidney infection, pain in extremity, pelvic inflammatory disease, poor dental condition, skin discolouration, urinary tract infection, vitamin d decreased and weight increased to be related to essure. The reporter commented: discrepancy- date(s) of insertion: (B)(6) 2016; feb2016 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: results: unilateral occlusion (right tube occluded). Both tests showed that the left side failed to close and I would need additional birth control. As per mr impression: the left fallopian tube is not completely occluded.; in august 2016: results: unilateral occlusion (right tube occluded).. Pregnancy test urine - on (B)(6) 2016: result-negative. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: cervicis, constipation, fatigue, dyspareunia and the following one was described in patients medical record: pid quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid') and kidney infection ('infection(other)-describe: kidney infection') in a 32-year-old female patient who had essure (batch no. Cs000w5) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)". The patient's medical history included overweight, night sweats, hot flashes, breast tenderness, upset stomach, pap smear abnormal, mood change, anxiety disorder, menopausal disorder, hypothyroidism, chickenpox and thyroid disorder. Previously administered products included for an unreported indication: mirena. Concurrent conditions included abdominal pain, flank pain, frequency urinary, urinary urgency, dysuria, chills, nausea, general malaise, lumbar pain, hematuria, polycystic ovary, weakness, bladder discomfort, decreased appetite, nausea, constipation prophylaxis, cervix inflammation and blood in urine. Family history included kidney stones (kidney stones (mother)) and pyelonephritis (pyelonephritis (mother)). Concomitant products included cefadroxil (kelfex) and ceftriaxone. In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced kidney infection (seriousness criterion medically significant), pain in extremity ("pain leg pain"), fatigue ("fatigue"), asthenia ("loss of energy"), alopecia ("hair loss"), cervicitis ("infection(other)-describe: cervicitis"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain") and helicobacter gastritis ("infection (other)describe:h. Pylori bacteria infection"). On (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia dyspareunia (painful sexual intercourse)"), anxiety ("psychological or psychiatric problems: anxiety, anxiety attack"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) multiple urinary infection") and cough ("other injury(ies) or complication (s) please describe: constant cough"). In (B)(6) 2016, the patient experienced constipation ("gastrointestinal or digestive system condition type: chronic constipation"). On (B)(6) 2017, the patient experienced skin discolouration ("dark spots on skin") and was found to have weight increased ("weight gain") and vitamin d decreased ("low vitamin d"). On (B)(6) 2018, the patient experienced poor dental condition ("dental problems-poor dental health, cavities, swollen gum"), dental caries ("dental problems-poor dental health, cavities, swollen gum") and gingival swelling ("dental problems-poor dental health, cavities, swollen gum"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), amenorrhoea ("periods were off track"), cystitis ("bladder infection") and feeling abnormal ("felt like I was drowning"). The patient was treated with antibiotics, diclofenac diethylamine (anti inflammatory), paracetamol (tylenol), vitamin d nos (vitamin d) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic inflammatory disease, kidney infection, female sexual dysfunction, poor dental condition, dental caries, gingival swelling, dyspareunia, constipation, cervicitis, abdominal pain lower, back pain and helicobacter gastritis outcome was unknown and the pain in extremity, dysmenorrhoea, fatigue, asthenia, alopecia, skin discolouration, weight increased, vitamin d decreased, amenorrhoea, anxiety, urinary tract infection, cough, cystitis and feeling abnormal had resolved. The reporter considered abdominal pain lower, alopecia, amenorrhoea, anxiety, asthenia, back pain, cervicitis, constipation, cough, cystitis, dental caries, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, gingival swelling, helicobacter gastritis, kidney infection, pain in extremity, pelvic inflammatory disease, poor dental condition, skin discolouration, urinary tract infection, vitamin d decreased and weight increased to be related to essure. The reporter commented: discrepancy- date(s) of insertion: (B)(6) 2016; (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: results: unilateral occlusion (right tube occluded). Both tests showed that the left side failed to close and I would need additional birth control. As per mr impression: the left fallopian tube is not completely occluded.; in august 2016: results: unilateral occlusion (right tube occluded). Pregnancy test urine - on (B)(6) 2016: result-negative. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: cervicits, constipation, fatigue, dyspareunia and the following one was described in patients medical record: pid. Amendment: the report was amended for the following reason: significant coding amendment done. Event pt updated from "drowning" to "feeling abnormal". No new follow-up information was received from the reporter. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid') and kidney infection ('infection(other)-describe: kidney infection') in a (B)(6) year-old female patient who had essure (batch no. Cs000w5) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)". The patient's medical history included body mass index normal, night sweats, hot flashes, breast tenderness, upset stomach, pap smear abnormal, mood change, anxiety disorder, menopausal disorder, hypothyroidism, chickenpox and thyroid disorder. Previously administered products included for an unreported indication: mirena. Concurrent conditions included abdominal pain, flank pain, frequency urinary, urinary urgency, dysuria, chills, nausea, general malaise, lumbar pain, hematuria, polycystic ovary, weakness, bladder discomfort, decreased appetite, nausea, constipation prophylaxis, cervix inflammation and blood in urine. Family history included kidney stones (kidney stones (mother)) and pyelonephritis (pyelonephritis (mother)). Concomitant products included cefadroxil (kelfex) and ceftriaxone. In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced kidney infection (seriousness criterion medically significant), pain in extremity ("pain leg pain"), fatigue ("fatigue"), asthenia ("loss of energy"), alopecia ("hair loss"), cervicitis ("infection(other)-describe: cervicitis"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain") and helicobacter gastritis ("infection (other)describe: h. Pylori bacteria infection"). On (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia dyspareunia (painful sexual intercourse)"), anxiety ("psychological or psychiatric problems: anxiety, anxiety attack"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) multiple urinary infection") and cough ("other injury(ies) or complication (s) please describe: constant cough"). In (B)(6) 2016, the patient experienced constipation ("gastrointestinal or digestive system condition type: chronic constipation"). On (B)(6) 2017, the patient experienced skin discolouration ("dark spots on skin") and was found to have weight increased ("weight gain") and vitamin d decreased ("low vitamin d"). On (B)(6) 2018, the patient experienced poor dental condition ("dental problems-poor dental health, cavities, swollen gum"), dental caries ("dental problems-poor dental health, cavities, swollen gum") and gingival swelling ("dental problems-poor dental health, cavities, swollen gum"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), amenorrhoea ("periods were off track") and cystitis ("bladder infection"). Drowning ("felt like I was drowning") occurred on an unknown date. The patient was treated with antibiotics, diclofenac diethylamine (anti inflammatory), paracetamol (tylenol), vitamin d nos (vitamin d) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic inflammatory disease, kidney infection, female sexual dysfunction, poor dental condition, dental caries, gingival swelling, dyspareunia, constipation, cervicitis, abdominal pain lower, back pain and helicobacter gastritis outcome was unknown and the pain in extremity, dysmenorrhoea, fatigue, asthenia, alopecia, skin discolouration, weight increased, vitamin d decreased, amenorrhoea, anxiety, urinary tract infection, cough, cystitis and drowning had resolved. The reporter considered abdominal pain lower, alopecia, amenorrhoea, anxiety, asthenia, back pain, cervicitis, constipation, cough, cystitis, dental caries, drowning, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gingival swelling, helicobacter gastritis, kidney infection, pain in extremity, pelvic inflammatory disease, poor dental condition, skin discolouration, urinary tract infection, vitamin d decreased and weight increased to be related to essure. The reporter commented: discrepancy- date(s) of insertion: (B)(6) 2016; (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: results: unilateral occlusion (right tube occluded). Both tests showed that the left side failed to close and I would need additional birth control. As per mr- impression: the left fallopian tube is not completely occluded; in (B)(6) 2016: results: unilateral occlusion (right tube occluded). Pregnancy test urine - on (B)(6) 2016: result-negative. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: cervicitis, constipation, fatigue, dyspareunia & the following one was described in patients medical record: pid. Most recent follow-up information incorporated above includes: on 7-aug-2019: pfs and mr received: reporters were added. Patient's demographic was added. Lot no. Was added. Case become incident, previously added injury nos was replaced with dark spots on skin & cervicitis, kidney infection, h. Pylori bacteria infection, apareunia, leg pain, poor dental health, cavities, swollen gums, loss of energy, low vitamin d, lower abdominal pain, lower back pain, anxiety, dental problems, dysmenorrhea, dyspareunia, pain, failure to occlude (close) fallopian tube(s), fatigue, weight gain, constipation, constant cough, periods were off, hair loss, multiple urinary infections, bladder infections, felt like I was drowning, were added & one event pid was captured from mr. Concomitant drugs & conditions were added. Lab test was added. Patients demographic was added. Historical conditions were added. Treatment drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.